Manufacturer narrative:
Summary of evaluation: the device has not been returned; therefore, evaluation of this event can not be performed. Requests to obtain the device or additional info were unsuccessful.

Event description:
Revision surgery revealed loosening of the acetabular cup. The femoral head component was also revised at this time.